Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss on multiple floors right before a planned outage. The bme stated that the issue was caused by a drained uninterrupted power supply (ups) due to the length of the power outage and once the power was restored, the system rebooted. The bme reported that they have had no further issues. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss on multiple floors right before a planned outage. The bme stated that the issue was caused by a drained uninterrupted power supply (ups) due to the length of the power outage and once the power was restored, the system rebooted. No patient harm was reported. Investigation summary: the available information reasonably suggests the root cause is environment (power loss). Customer stated the reported issue occurred prior to a planned outage, noting multiple monitors went into comm loss. The customer proactively inspected the network closet stating no issues were found with the switches. The customer rebooted the cns without resolution. On (B)(6) 2022, the customer confirmed that the issue was due to a drained ups after the power outage. The customer acknowledged the once the power was restored and the cns was rebooted, the issue was resolved. The root cause is related to use error as the upss were not sufficiently charged after the power outage and before use. There is no evidence of an nk device malfunction. This event is likely an isolated incident as it followed an unexpected power outage at the customer's facility.